Manufacturer narrative:
This report is submitted on december 22, 2022

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver/stimulator. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.